Event description:
On (B)(6) 2024 a ilet user reported they experienced a high blood glucose (bg) requiring hospitalization. The event occurred on 8/9/24. The user experienced a significant hyperglycemic event with bg levels reaching 700 mg/dl on 8/9/24, leading to hospitalization. They were admitted to the ER on friday night and discharged on 8/11/24. During the hospital stay, the user received IV fluids and insulin via an insulin drip. Immediate symptoms included lightheadedness, blurry vision, and sleepiness. The user reported that there were no issues with the ilet, supplies, or infusion set. The ilet was working fine, they announced a meal, and their bg went up and never came down. The user was stable by the end of the call with a blood glucose reading of 78 mg/dl and is now back on the ilet system.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is likely that this hyperglycemic event was caused by an issue along the fluid pathway, such as a failed infusion set, that resulted in insufficient insulin delivery.